Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use a known working outlet with a third-party wall adapter, which succeeded in charging the pump while on the call. The customer was informed not to use non-tandem charging supplies, except for troubleshooting, and a replacement tandem wall adapter was sent via two-day shipping. No further assistance was required as the pump began charging successfully.